Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and three shocks for what appeared to be a rapidly conducted atrial arrhythmia. Further review of the ICD settings was recommended. No adverse patient effects were reported.